Event description:
Simplex cement did not set in adequate time frame on 4 occasions and was removed and discarded. One case in tkr where cement was still gooey at 16 minutes and another where cement took 20 minutes to set in the acetablum. The cement is of the same batch. No cases involved refrigeration. Theatre temp was approximately 20 degrees. Surgeon has requested a different batch. There was no adverse consequence for the pt.